Event description:
Customer reported to beckman coulter, inc. (Bec) that the wash truck of the coulter lh 500 hematology analyzer was dripping. Customer reported that the leak occurred while running latron controls. Customer reported the leak was coming from the probe. Customer reported the leak was not contained within the analyzer. Customer reported that she was not wearing any gloves when the leak was discovered. Customer reported that she did come into contact with some of the fluid. Customer reported she immediately washed her hands with soap and water. Customer reported that there was no exposure to any open sores or mucus membranes. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support (cts) assisted the customer via the telephone. Cts instructed the customer to flush the wash truck drain lines by pushing a 50/50 solution of bleach and de-ionized water into fittings 179 and 180. Customer reported there was some resistance in the line from 180. Customer reported the resistance lessened as the bleach went through the line. Cts instructed the customer to cycle the probe wash function and observe the wash truck for leaks after the customer flushed the wash truck drain lines. Customer reported that there were no leaks after the flushing of the wash truck drain lines.

Manufacturer narrative:
(B)(4).